Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device can not be repaired. Stryker will further evaluate the customer¿s device at the product assessment center (pac). The complaint investigation, including risk assessment, has not yet been completed.

Manufacturer narrative:
The product assessment center (pac) technician further evaluated the device was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the reed switch, sw5. The customer received a replacement device. The faulty device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.